Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard disk drive was replaced. The cable from the hard disk drive to the gpos was replaced. The system software and calibration files were re-loaded. The system was tested and is operating as intended.

Event description:
The customer reported intermittent corrupted saved images on the 9900 system. No pt injury was reported.